Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming functionality testing, specifically the ECG falloff test. Upon investigation, there was an open along the brown (-5v) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.